Event description:
Information received indicates pump continues to run after the formula is delivered. Pump ran for 3 or 4 minutes and then it stopped.

Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done").